Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bite feels off or awkward and a tooth has chipped, and their aligner has caused a gash on their gum that they are treating. Requested information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.